Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Replacement tandem-provided charging supplies were sent to the customer in an attempt to resolve the issue. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.